Manufacturer narrative:
Date of event is estimated. Section a4: pt weight is unknown at this time.

Event description:
It was reported that device was inoperable with premature longevity. Surgical intervention occurred to explant and revise with new device on (B)(6) 2025. Therapy was restored.

Manufacturer narrative:
Section a4: patient weight has been provided. A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.